Event description:
Merge hemo not capturing heart rate during the procedure (inappropriate values shown as compared to ECG waveform), unable to calculate aolvedp [aortic root left ventricle end diastolic pressure] pressures when no hr [heart rate] available, spo2 [oxygen saturation] also not measuring accurately. System rebooted after procedure was completed in hopes to fix the error. Location: cath lab #2. Device model # merge hemo 10.3. Manufacturer response for merge hemo monitoring system, merge hemo monitoring system (per site reporter). Merge hemo has a known issue where it doesn't pick up the heart rate on patents with low amplitudes or elevated p-waves. Hospital leadership is aware of this and is in negotiation with merge to replace our equipment to the most current version.